Event description:
Pt was revised to address pain.

Manufacturer narrative:
The device associated with this report was not returned. The investigation was limited to review of the info provided, as the lot number required to review the device history records was not provided. Provided info states, the pt had pain and revised to prevent future problems, due to weight bearing and possible future screw breakage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.